Event description:
On (B)(6) 2017 the lay user/patient contacted lifescan (lfs) alleging that his onetouch verio iq meter was reading inaccurately high compared to his feelings and/or usual results. The complaint was classified based on the customer service representative (csr) documentation. The patient was unable to recall the exact date and time when the alleged product issue started, however stated that it was ¿about a week ago¿ when he obtained a blood glucose reading of ¿365mg/dl¿ using the subject meter which he felt was elevated compared to his feelings and/or usual results. The patient manages his diabetes using insulin (no-adjustments) and he reportedly took insulin and did not specify making any changes to his usual diabetes management routine in response to the alleged issue. The patient claimed experiencing symptoms of ¿sweaty, shaky and dizziness¿ approximately 1 hour after the alleged issue began, and self-treated by taking glucose tablets in response to the reported issue. The patient confirmed that his blood glucose was not measured using any other device at the time. At the time of troubleshooting, the csr noted that the meter was set with the correct unit of measure and the test strips were stored correctly and within expiry. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event after taking insulin based on an alleged inaccurate high result obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.